Event description:
An ocd rep reported that a customer observed a potentially false postive ahbs result on a known negative control. False positive results may lead to inappropriate physician action. No erroneous pt results were reported. There was no report of pt harm as a result of this event.